Event description:
A check up on (B) (6) 2009 revealed a lead impedance of greater than 3200 ohms. A previous check up in (B) (6) 2009 had yielded an impedance of 500 ohms. Changing the lead polarity to unipolar did not help to bring the lead impedance into an acceptable range. A chest x-ray was inconclusive as to the integrity issue with the lead. The pt was brought in for surgery, and the lead in question was capped and abandoned. Visual inspection of the lead revealed a fracture had occurred about two inches from the pin.